Manufacturer narrative:
Based on the investigation analysis, the first reported event was at 2:11 am est on march 25, 2023, where the event could not be confirmed as there was no calibration entry at that time. Per the analysis, the second reported event at 4:30 am est on march 25, 2023, could not be confirmed as there was no calibration entry at the time of the reported event as well as the system was not in use after 4:11 am est. Per the analysis of the third, fourth and fifth events at 10:47 am est, 1:03 pm est and 2:11 pm est, on march 25, there was a temporary mismatch between the calibration entry and sensor readings. Following the reported events, there was another consecutive suspicious calibration entry at 4:20 pm est on march 25, 2023, which resulted in the system going into sensor suspend phase. In sensor suspend phase, the system recalibrated its glucose calculation algorithm while the sensor readings were blinded to the user for 6 hours. After the sensor suspend phase, the system re-started in the initialization phase and recovered from the transient noise in the optical channel. The system started displaying better agreement between the sensor readings and fingerstick measurements, with its overall performance within expectations. The reported events happened during the initial few days after sensor insertion (day3), and during the initial settling period after sensor insertion, there could be chances of temporary mismatch, which would eventually normalize as the sensor stabilizes. Once the sensor stabilized after insertion, the system began performing within expectations and there was better accuracy between the sensor readings and fingerstick measurements. H3. Device evaluated by manufacturer? Yes. H6. Investigation findings updated to 114. H6. Investigation conclusions updated to 4307.

Event description:
On march 25, 2023, senseonics was made aware of an incident where the user received a false hypoglycemic alert due to sensor inaccuracies.

Manufacturer narrative:
The manufacturer is currently performing an investigation and will provide the results with the supplemental report.